Event description:
The advocate alleged that he performed a control test using the customer's contour system and the results were out of range. While troubleshooting, he performed 2 more control tests and received a result of 198 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.